Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) while on telemetry and needed a temporary wire placed. It was confirmed that the pacemaker was operating normally with no malfunction. High capture thresholds were also noted. There was no high power consumption noted or out of range impedance measurements. The following day an rv lead replacement procedure was completed successfully. This lead has not been received for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) while on telemetry and needed a temporary wire placed. It was confirmed that the pacemaker was operating normally with no malfunction. High capture thresholds were also noted. There was no high-power consumption noted or out of range impedance measurements. The following day an rv lead replacement procedure was completed successfully. This lead has been received for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.